Event description:
It was reported that the device was "broken down or damaged". There was patient involvement. Adverse patient effects are unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Under visual inspection no external abnormalities were found to the product. The device was then functionally tested. The reported complaint was duplicated. Once turning on the power the product did not work. Deterioration of the circulating water pump was the cause of the problem. Since 23 years have passed since manufacture, the parts have deteriorated and will not be repaired. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.